Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was in an unknown vessel. The physician placed a 2.50 x 16 mm taxus express2 drug eluting stent. After the balloon was completely deflated, difficulties removing the stent delivery system were encountered. The physician pulled back on the catheter but was not able to free the balloon. No pt complications were reported. The patient's status was reported as 'satisfactory/good.' Additional information has been requested.